Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for the revision of the right ventricular lead due to poor sensing and high capture threshold. The lead was capped and replaced on (B)(6) 2021. There were no adverse patient consequences reported.